Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. Device has scratched lcd lens, peeled dso seal, and worn uso seal. The reported problem was duplicated and found in the history log. The cause was a depleted internal lithium battery. Performed standard preventive maintenance to bring the pump into full functionality. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that there was a system fault 46822 and patient data and pump settings lost. There was unknown patient involvement and unknown patient harm/adverse event reported.